Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review completed 17-sep-2019 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, patient received a primary right attune total knee replacement to address severe degenerative joint disease, with placement of an attune cemented total knee replacement, ps fixed bearing, with resection of patella. There were no reported complications. On (B)(6) 2019, patient's right knee was revised to address pain secondary to aseptic loosening of the tibial baseplate, observed to be at the cement to implant and cement to bone interfaces. The femur and patella components were observed to be well positioned and well-fixed. Tibial baseplate and insert were revised to an attune rp revision tray with metaphyseal sleeve and stem, and rp insert, with no complications reported. Doi: (B)(6) 2016, dor: (B)(6) 2019, right knee.